Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that the casing on his onetouch ultrasoft lancing device was cracked/broken. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that a few minutes before 7:30am on (B)(6) 2012, the patient developed symptoms of feeling "lightheaded and dizzy" and attempted to use the subject lancing device and discovered the alleged issue. The patient stated that he manages his diabetes with oral medication (unknown type and dosage), diet, and exercise and denied making any changes to his usual diabetes management routine in response to the reported issue. On the same day as the alleged issue, at around 8:00pm, the patient went to the emergency room (ER) where he was tested on the hospital's meter (unknown device) and obtained a result of "55mg/dl." Shortly after, he was treated with glucose tablets/gel in response to the symptoms. The cca noted that the reported issue was unresolved during the troubleshooting. Replacement product was sent to the patient. Although the patient was already symptomatic prior to the start of the alleged issue, this complaint is being reported because the patient received medical treatment for an acute complication of diabetes after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.